Manufacturer narrative:
A training implant is intended for hands-on training and thus not intended for the use in the human oral cavity. The labeling clearly indicates that these training implants are not for clinical use. However, the labeling of the astra training implants is currently the same color as a sterile implant that is for clinical use. Therefore, the label color will be modified to indicate more clearly that it's only a training implant. In this case it can be concluded that the implant failure was caused by the selection of an implant type that is contraindicated for clinical application. This complaint was originally handled as an asr reportable event. However, while reviewing the data for the (B)(4) asr report, this complaint was identified as "unusual" due to the use of the training implant. Per the asr exemption, events considered unusual, unique or uncommon are not reportable via asr. Therefore, because medical intervention was necessary in this event, it is reportable per 21 cfr part 803.

Event description:
In this event it was reported that an astra tech training implant was inadvertently implanted in a patient on (B)(6) 2012. Seven months after implantation, the dentist had to remove the implant because it failed to osseointegrate.